Event description:
I had a laser procedure done by ophthalmologist dr. (B)(6) "to prevent" glaucoma with equipment made by lumenis. The procedure immediately caused significant pain in my left eye. The pain has continued and is getting worse. The same treatment to my right eye did not cause lasting pain. If I am reporting to the correct agency, please let me know and I will provide more information. I am not providing the information now because it is painful for me to see to read and type. Laser treatment made the pain instantly worse. Doctor who performed the laser has no explanation for the pain nor treatment to reduce the pain. FDA safety report ID# (B)(4).